Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Universal stem was damaged during implant assembly by misuse. The prongs were deformed by tightening the extension wrench (865189) strongly to the stem in the place between the slots. This was due to insufficient explanation in surgical technique - there is no specified place to use the wrench on the stem. Surgery delayed 5 minutes. Procedure successfully completed. No fragments generated. No patient consequences.